Event description:
A malfunction alarm labeled as malf 13 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to use multiple daily injection (mdi) therapy as a backup. Technical support arranged for the pump to be replaced, confirmed the shipping address, and provided instructions for returning the faulty pump using a pre-paid label.